Event description:
Consumer reporting testing back to back and getting inaccurate readings. Readings do not reflect how she is feeling. Analysis run on clark error grid using mean avg. Readings (55) as reference point vs. Bd readings (40,70) yielded some data points in the d range of the grid, outside acceptable limits.